Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite confirmed that the system was not starting. Review of the system log files shows both flexvision pc and frontal ippc malfunction. Fse rebooted the system and after reboot system was working fine. The same issue reoccurred again, fse replaced the flexvision pc and its hard drive which resolved the issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the during morning boot up, the system did not boot up to application.